Event description:
This case was initially received via regulatory authority (B)(6) on 12-feb-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic inflammatory disease ("diagnosed with pid") and therapeutic procedure ("many other surgical and day procedures with nil or minor response") in a female patient who had essure inserted for in vitro fertilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: off label use "bilateral hydrosalpinges which have been able to grow up to 10 cm in size due to the fluid not being able to drain (was recommended essure by on/gyn for pre-ivf treatment)" and device use issue "bilateral hydrosalpinges which have been able to grow up to 10 cm in size due to the fluid not being able to drain (was recommended essure by on/gyn for pre-ivf treatment)". The patient's concurrent conditions included hydrosalpinx. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2017, 2 years 9 months after insertion of essure, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). On an unknown date, the patient underwent therapeutic procedure (seriousness criteria medically significant and intervention required) and adverse reaction ("an increased body response/reaction to the time when essure was inserted"). On an unknown date, the patient experienced ovulation pain ("I have had more painful ovulation pain"), dysmenorrhoea ("period pain"), menstrual disorder ("worsened cycle symptoms"), pruritus generalised ("regular itch all over my body which leaves no rash or visible symptoms"), feeling abnormal ("feels deep understanding the skin mainly on arms and legs"), menstruation irregular ("irregular bleeding varying from cycle to cycle"), weight increased ("weight gain of around 20kg since essure implants"), reflux gastritis ("reflux and gastritis have been diagnosed"), premenstrual dysphoric disorder ("pmdd become more prevalent"), abdominal pain ("sharp pains in abdomen a regular occurrence."), uterine leiomyoma ("3 fibroids"), abdominal pain lower ("stabbing pain just in line with hips on either side of belly"), pelvic adhesions ("extensive adhesions throughout pelvis now") and ovarian cyst ("ovarian cysts"). At the time of the report, the pelvic inflammatory disease, therapeutic procedure, ovulation pain, dysmenorrhoea, menstrual disorder, pruritus generalised, feeling abnormal, menstruation irregular, weight increased, reflux gastritis, premenstrual dysphoric disorder, abdominal pain, uterine leiomyoma, abdominal pain lower, pelvic adhesions, ovarian cyst and adverse reaction outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adverse reaction, dysmenorrhoea, feeling abnormal, menstrual disorder, menstruation irregular, ovarian cyst, ovulation pain, pelvic adhesions, pelvic inflammatory disease, premenstrual dysphoric disorder, pruritus generalised, reflux gastritis, therapeutic procedure, uterine leiomyoma and weight increased to be related to essure. The reporter commented: high risk patient for surgery due to extensive adhesions throughout pelvis now require a full hysterectomy to remove tubes and essure devices to ensure tubes do not rupture. Requiring high risk surgery to do complete hysterectomy as quickly as possible to avoid final. Diagnostic results: 3 fibroids have been diagnosed by ultrasound/CT/MRI along with ovarian cysts. Blood results over several years show an increased body response/reaction to the time when essure was inserted. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (tga, reference number: dir (B)(4)) on (B)(6) 2018. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic inflammatory disease ("diagnosed with pid") and therapeutic procedure ("many other surgical and day procedures with nil or minor response") in a female patient who had essure inserted for in vitro fertilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: off label use "bilateral hydrosalpinges which have been able to grow up to 10cm in size due to the fluid not being able to drain (was recommended essure by on/gyn for pre-ivf treatment)" and device use issue "bilateral hydrosalpinges which have been able to grow up to 10cm in size due to the fluid not being able to drain (was recommended essure by on/gyn for pre-ivf treatment)". The patient's concurrent conditions included hydrosalpinx. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2017, 2 years 9 months after insertion of essure, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). On an unknown date, the patient underwent therapeutic procedure (seriousness criteria medically significant and intervention required) and adverse reaction ("an increased body response/reaction to the time when essure was inserted"). On an unknown date, the patient experienced ovulation pain ("I have had more painful ovulation pain"), dysmenorrhoea ("period pain"), menstrual disorder ("worsened cycle symptoms"), pruritus generalised ("regular itch all over my body which leaves no rash or visible symptoms"), feeling abnormal ("feels deep understanding the skin mainly on arms and legs"), menstruation irregular ("irregular bleeding varying from cycle to cycle"), weight increased ("weight gain of around 20kg since essure implants"), reflux gastritis ("reflux and gastritis have been diagnosed"), premenstrual dysphoric disorder ("pmdd become more prevalent"), abdominal pain ("sharp pains in abdomen a regular occurrence."), uterine leiomyoma ("3 fibroids"), abdominal pain lower ("stabbing pain just in line with hips on either side of belly"), pelvic adhesions ("extensive adhesions throughout pelvis now") and ovarian cyst ("ovarian cysts"). On an unknown date, the patient experienced therapeutic procedure (seriousness criteria medically significant and intervention required) and adverse reaction ("an increased body response/reaction to the time when essure was inserted"). At the time of the report, the pelvic inflammatory disease, therapeutic procedure, ovulation pain, dysmenorrhoea, menstrual disorder, pruritus generalised, feeling abnormal, menstruation irregular, weight increased, reflux gastritis, premenstrual dysphoric disorder, abdominal pain, uterine leiomyoma, abdominal pain lower, pelvic adhesions, ovarian cyst and adverse reaction outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adverse reaction, dysmenorrhoea, feeling abnormal, menstrual disorder, menstruation irregular, ovarian cyst, ovulation pain, pelvic adhesions, pelvic inflammatory disease, premenstrual dysphoric disorder, pruritus generalised, reflux gastritis, therapeutic procedure, uterine leiomyoma and weight increased to be related to essure. The reporter commented: high risk patient for surgery due to extensive adhesions throughout pelvis now require a full hysterectomy to remove tubes and essure devices to ensure tubes do not rupture. Requiring high risk surgery to do complete hysterectomy as quickly as possible to avoid final. Diagnostic results: 3 fibroids have been diagnosed by ultrasound/CT/MRI along with ovarian cysts. Blood results over several years show an increased body response/reaction to the time when essure was inserted. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (tga, reference number: (B)(4)) on 12-feb-2018. The most recent information was received on 09-oct-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic inflammatory disease ("diagnosed with pid") and therapeutic procedure ("many other surgical and day procedures with nil or minor response") in a female patient who had essure inserted for in vitro fertilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: off label use "bilateral hydrosalpinges which have been able to grow up to 10cm in size due to the fluid not being able to drain (was recommended essure by on/gyn for pre-ivf treatment)" and device use issue "bilateral hydrosalpinges which have been able to grow up to 10cm in size due to the fluid not being able to drain (was recommended essure by on/gyn for pre-ivf treatment)". The patient's concurrent conditions included hydrosalpinx. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2017, 2 years 9 months after insertion of essure, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). On an unknown date, the patient underwent therapeutic procedure (seriousness criteria medically significant and intervention required) and adverse reaction ("an increased body response/reaction to the time when essure was inserted"). On an unknown date, the patient experienced ovulation pain ("I have had more painful ovulation pain"), dysmenorrhoea ("period pain"), menstrual disorder ("worsened cycle symptoms"), pruritus generalised ("regular itch all over my body which leaves no rash or visible symptoms"), feeling abnormal ("feels deep understanding the skin mainly on arms and legs"), menstruation irregular ("irregular bleeding varying from cycle to cycle"), weight increased ("weight gain of around 20kg since essure implants"), reflux gastritis ("reflux and gastritis have been diagnosed"), premenstrual dysphoric disorder ("pmdd become more prevalent"), abdominal pain ("sharp pains in abdomen a regular occurrence."), uterine leiomyoma ("3 fibroids"), abdominal pain lower ("stabbing pain just in line with hips on either side of belly"), pelvic adhesions ("extensive adhesions throughout pelvis now") and ovarian cyst ("ovarian cysts"). On an unknown date, the patient experienced therapeutic procedure (seriousness criteria medically significant and intervention required) and adverse reaction ("an increased body response/reaction to the time when essure was inserted"). At the time of the report, the pelvic inflammatory disease, therapeutic procedure, ovulation pain, dysmenorrhoea, menstrual disorder, pruritus generalised, feeling abnormal, menstruation irregular, weight increased, reflux gastritis, premenstrual dysphoric disorder, abdominal pain, uterine leiomyoma, abdominal pain lower, pelvic adhesions, ovarian cyst and adverse reaction outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adverse reaction, dysmenorrhoea, feeling abnormal, menstrual disorder, menstruation irregular, ovarian cyst, ovulation pain, pelvic adhesions, pelvic inflammatory disease, premenstrual dysphoric disorder, pruritus generalised, reflux gastritis, therapeutic procedure, uterine leiomyoma and weight increased to be related to essure. The reporter commented: high risk patient for surgery due to extensive adhesions throughout pelvis now require a full hysterectomy to remove tubes and essure devices to ensure tubes do not rupture. Requiring high risk surgery to do complete hysterectomy as quickly as possible to avoid final. Diagnostic results: 3 fibroids have been diagnosed by ultrasound/CT/MRI along with ovarian cysts. Blood results over several years show an increased body response/reaction to the time when essure was inserted. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-oct-2018: quality safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.